Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 09-jun-2025. A review of the device history records confirmed the cartridge lots met finished goods release criteria. Retained cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. An (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for ck-mb cartridge lot c25003 or ctni cartridge lot s24332.

Event description:
Na.

Manufacturer narrative:
Apoc incident # (B)(4). Ck-mb. Product#: 03p92-25. Lot#: c25003. Mfg date: 03-jan-2025. Expiry date: 19-jun-2025. Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On 09-may-2025, abbott point of care was contacted by a customer regarding I-stat troponin and ck-mb cartridges that yielded discrepant false positive results on a patient with sample 1. There was no patient information, nor details surrounding the event. Return product is not available for investigation. Method: date: tested: result: sample: lot#: ctni, (B)(6) 2025, 7:46, 0.47 ng/ml, #1, s24332, false positive. Ck-mb, (B)(6) 2025, 7:57, 10.9 ng/ml, #1, c25003, false positive. Ctnl, (B)(6) 2025, 8:09, 0.00 ng/ml, #2, ck-mb, (B)(6) 2025, 8:16, 0.5 ng/ml, #2, ctnl, (B)(6) 2025, 10:21, 0.00 ng/ml, #3, ck-mb, (B)(6) 2025, 10:32, 0.6 ng/ml, #3, at this time, there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggested that product was not performing within the variability. There is no evidence the patient suffered an mi. The investigation is underway. Intended use: the I-stat® cardiac troponin I (ctni) test is an in vitro diagnostic test for the quantitative measurement of cardiac troponin I (ctni) in whole blood or plasma. Measurements of cardiac troponin I are used in the diagnosis and treatment of myocardial infarction and as an aid in the risk stratification of patients with acute coronary syndromes with respect to their relative risk of mortality. Intended use: the I-stat® ck-mb test is an in vitro diagnostic test for the quantitative measurement of creatine kinase mb mass in whole blood or plasma samples. Ck-mb measurements can be used as an aid in the diagnosis and treatment of myocardial infarction (mi).